Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and adjusted the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display blinking monitors that would intermittently blank out. No pt injury was reported.